Manufacturer narrative:
Conclusion: the bci test shows that the transducer output has been markedly reduced due to demagnetization of the transducer magnets during the reported 3t MRI procedure. This is in line with the reported failure case. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
Due to wrong communication between clinic and radiologist, user underwent MRI at 3 tesla. After the procedure the implant no longer worked as specified.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Due to wrong communication between clinic and radiologist, user underwent MRI at 3 tesla. After the procedure the implant no longer worked as specified.